Event description:
Customer reported the system locks up after every fluoro shot. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the darlington transistors. System operates as intended. This MDR is related to ge healthcare complaint number.